Event description:
It was reported that there was no channel ID for device when connecting to 8015. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Manufacturer narrative:
Additional information: manufacturer narrative root cause: no parts were analyzed or replaced during this technical walk-through and no root cause was established. The customer was asked to return the device to service for repair. Based on troubleshooting results, technical services couldn¿t determine the probable cause of the customer¿s reported issue.

Event description:
It was reported that there was no channel ID for device when connecting to 8015. There was no patient involvement.